Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels within three hours of insertion in the abdomen and the upper buttocks on (B)(6) 2026. The patient received treatment with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. The event dates are (B)(6) 2026, (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 7 of 7.